Event description:
On 12/30/2024, a sales representative reported via (B)(4) that an ar-9236-03pp univers vaultlock¿ glenoid trial, ar-9231-vl-03 univers vaultlock glenoid drill guide, and ar-9215-1-03 universal quick connect handle broke (see photos). No further information was provided. This was discovered during use, with no reported patient harm. Additional information was received on 01/07/2024: this was discovered during a anatomic total shoulder arthroplasty procedure on (B)(6) 2024. The case was completed successfully with no harm to the patient. There was no case delay reported and no adverse effects on the patient. Additional information was received on 01/10/2025: the ar-9236-03pp univers vaultlock¿ glenoid trial had the central post break off in the patient and was retrieved. The ar-9215-1-03 universal quick connect handle had the handle tip break off into the glenoid drill guide. After further investigation, ar-9231-vl-03 univers vaultlock glenoid drill guide had no damage found. The failure occurred during the insertion of the ar-9236-03pp univers vaultlock¿ glenoid trial.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is the possible wear and tear of the device. The device was manufactured in 2016. The complaint allegation could not be confirmed. The customer provided a photo of part ar-9236-03pp, batch 1027261630, which does not show any visible breakage. However, the angle of the photo does not clearly reveal potential damage to the device.